Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 9 hours ( (B)(6) 2023 from 06:11:57 ¿ 15:56:26 per timestamp). Driveline communication fault alarms coincident with com_b_faults were active on (B)(6) 2023 from 14:11:14 ¿ 15:28:31. The faults cleared once the driveline was disconnected. The driveline was disconnected on (B)(6) 2023 at 15:28:31 and the controller was shut down at 15:29:03. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 09aug2023 stated that no further alarms have occurred since the controller exchange, and no products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm. The system controller was exchanged. The exchange resolved the alarm.